Event description:
Customer called to report that the sample probe on the synchron cx delta clinical system (model cx5) was bent and leaking. On the same day, the field service engineer (fse) inspected the instrument and found that the sample probe was, in fact, bent and that the tubing that ran from the sample probe to the a/b valve was loose. The fse replaced the sample probe and the tubing, and determined that the leaking fluid was wash solution. Customer stated that no patient results were generated; therefore, no results were reported outside the laboratory and no patients were harmed. Also, customer did not report harm to instrument operators.

Manufacturer narrative:
(B)(4).